Event description:
It was reported that two infusion sets became dislodged when the user attempted to pull the applicator back to lock into place, and blood glucose was unaffected; the event involved the infusion set component and reflected an incorrect procedure during deployment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper method, with the infusion set implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.